Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure, a dissection occurred. The 80% stenosed lesion was located in the right coronary artery (rca). The reference vessel diameter was 3.5mm and the lesion length was 15mm. There was no attempt made for direct stenting. An additional 3.50x20mm liberte stent was implanted. A 3.50x12mm liberte stent was implanted to treat a proximal dissection. Residual stenosis was 0%. The procedure was a technical success. The patient was discharged three days after the index procedure without angina or silent ischemia. The discharge medications were asa 100 indefinitely, clopidogrel 75 mg for 12 months and heparin.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.